Event description:
It was reported that the device reached recommended replacement time (rrt) four and a half years after implant. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high currentdrain condition due to current leakage in a ceramic capacitor. (B)(4): 6944 implantable tachy lead 2001-(B)(6). (B)(4).